Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 - brand name - previous brand name: servo-u, - corrected brand name: base unit servo-u d4 - version or model # - previous version or model #: servo-u, - corrected version or model #: 6694800 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#(B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Moreover, analysis of ventilator's log files revealed that the pressure transducer test sequence failed on the reported event date. During further investigation it was found that the expiratory pressure transducer printed circuit boards was defective and required replacement. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had a safety valve error. There was no patient harm. Manufacturer's ref. #: (B)(4).